Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with implant of an afx bifurcated stent graft, one (1) endurant (non-endologix) iliac limb and two (2) endurant (non-endologix) extensions. This procedure is outside the indications of use (off-label) due to adjunctive devices not compatible with the afx system per device IFU. A type ii endoleak (non-device-related) from the lumbar artery was noted at initial implant. Approximately six (6) years post initial procedure, the patient presented with aneurysm enlargement (about 5mm). The physician elected to treat the patient by converting to open surgery on (B)(6) 2023. During the re-intervention, the physician slightly moved the afx bifurcated stent graft to check for other endoleaks and blood leaked from multiple holes of the afx device (classified as type iiib endoleaks). As the blood only leaked from these holes if the physician pushed on the graft, the physician chose to not perform additional treatment and concluded the operation. It is believed that the fully expanded endurant stent grafts were sealing the holes. The patient is reportedly discharged.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the reported type ii and type iiib endoleaks, aneurysm enlargement and additional open repair (to treat the type ii endoleak) are unconfirmed. This is not consistent with the reported adverse event/incident. Procedure-related harms, device, user, procedure, or anatomy relatedness of this event could not be determined with the medical records available for review. The final patient status was not reported. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with duraply.